Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device doesn't sound and has probable battery failure. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was powered on and after a short time issues an audio speaker fault with seven audible beeps. Internal inspection showed the speaker resistance was measured to be open. A known good speaker was placed in the device and the unit functioned as expected. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device doesn't sound and has probable battery failure. No patient impact or consequences were reported.